Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the pump continued to alarm high pressure despite changing the tubing/cassette. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.